Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. The patient reported that his therapy was turned on (B)(6) 2016 and he was not getting relief from the therapy. He reported that he still had pain in the feet. The patient had an appointment on (B)(6) 2016 for programming.

Event description:
The patient was having pain in his back for two days prior to the report.

Event description:
Additional information was received from consumer who initially reported that they were not getting any relief from the resolved by programming. They said they were still in severe pain and reported that they had pain in the toes but unfortunately the stimulator does not reach further than the ankles.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.